Event description:
Angled attachment is leaking oil. No delay. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
An event regarding foreign matter involving a mako saw attachment was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection did not confirm the reported event. There is no oil or oil residue present to confirm this event. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Angled attachment is leaking oil. No delay. Case type / application: tka.